Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burned tip cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. The event is detectable and preventable by handling device in accordance with the following IFU. 3.2 inspection of the endoscope 4.2 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.